Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in a 54 year-old female patient who had essure inserted (lot no. 869749) for female sterilisation. The patient had a medical history of paratubal cyst, appendectomy, caesarean section, parity 2, multi gravida, lower abdominal pain, uti, cesarean section and cesarean section. The patient had a family history of heart disease, unspecified. In (B)(6) 2012, the patient had essure inserted. On (B)(6) 2021, she experienced pelvic pain (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic left salpingo-oophorectomy). The reporter considered pelvic pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: the specimen is received in formalin in container with the patient's name, medical record number, and specimen designation as fallopian tube and ovary, left essure coil. The specimen consists of a portion of fallopian tube and disrupted cystic ovary weighing 23 grams. One of the fragments shows metallic wire consistent with an essure coil. The fallopian tube appears grossly unremarkable a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in a 54 year-old female patient who had essure inserted (lot no. 869749) for female sterilisation. The patient had a medical history of paratubal cyst, appendectomy, caesarean section, parity 2, multi gravida, lower abdominal pain, uti, cesarean section and cesarean section. The patient had a family history of heart disease, unspecified. In (B)(6) 2012, the patient had essure inserted. On (B)(6) 2021, she experienced pelvic pain (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic left salpingo-oophorectomy). The reporter considered pelvic pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: the specimen is received in formalin in container with the patient's name, medical record number, and specimen designation as fallopian tube and ovary, left essure coil. The specimen consists of a portion of fallopian tube and disrupted cystic ovary weighing 23 grams. One of the fragments shows metallic wire consistent with an essure coil. The fallopian tube appears grossly unremarkable. Lot number: 869749. Manufacture date: 2011-06. Expiration date: 2014-06. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 20-jan-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.